Event description:
It was reported that on the 25th, the patient underwent transurethral plasma resection of the prostate. On the 26th, the foley catheter balloon ruptured and fell off, and the catheter was re-inserted. In the early morning of the 29th, the patient had abdominal distension. The nurse found that the catheter had fallen off, and further examination found that the catheter balloon ruptured. Analysis showed that after the catheter balloon ruptured, urine could not flow out spontaneously, causing abdominal distension, and compressing the surgical wound to aggravate bleeding.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The DHR review could not be performed without a lot number. Therefore, no additional action required at this time. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.